Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leaking at the light source adaptor was not confirmed. In addition to the finds reported, venting connector under grip was corroded. The light guide connector was loose. The light guide bundle had breakage. Due to looseness of light guide cover glass, water tightness was lost. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer reported on behalf of the customer, the oes cystonephrofiberscope experienced leaking at the light source adaptor during inspection. There was no report of patient harm associated with this event. During incoming inspection, it was determined the forceps channel port was loose. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was provided regarding this event. The event occurred during reprocessing.

Manufacturer narrative:
Updated fields: date of event, event and additional manufacturer narrative. This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loose forceps channel was unable to be identified. Olympus will continue to monitor field performance for this device.